Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The up arrow button was unresponsive. When he pressed the up arrow button the numbers kept ramping up. His blood glucose level was 120 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No display anomaly was noted. Intermittent up arrow button response was noted due to corroded keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube, scratched reservoir tube window, minor scratches on the display window, scratched case and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.